Event description:
It was reported that during an unknown procedure, the clips would not load into jaws properly after first firing. It is unknown how case was completed. No patient consequence was reported. It is unknown if device being returned.

Manufacturer narrative:
(B)(4). Results: yielded jaws additional information: how was clip "not loaded into jaws properly?" Did clip feed sideways, did multiple clips feed, did clips feed slowly, or did clips not feed at all into device jaws? Unknown. How was case completed? Another device. Was there any patient consequence? No the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.